Manufacturer narrative:
(B)(4). Batch # r9398h. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 18 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number r40h0k number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r9398h number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the doctor used the mcs20 in a free segmentectomy surgery, and he found the clip can¿t be well "formation". There were no patient consequences.